Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for severed tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection sets had either severed or punctured tubing. Some sets had defects that were found before use. However, other sets had defects that were "not visible" and identified during use, due to blood leaking from the tubing onto the tech's gloved hands, and onto the patient. This occurred on 8 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "customer indicates multiple lots/catalog numbers have periodically contained product with severed or punctured tubing. Issue has been identified 10-15 times since (B)(6) 2019, some sets have been identified by the tech before use as having severed tubing so they were discarded. Other sets have had punctures in the tubing that was not visible and was only identified during use as there was blood leakage from the tubing." "Leaking blood on gloved hands of technician, some on patient".

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection sets had either severed or punctured tubing. Some sets had defects that were found before use. However, other sets had defects that were "not visible" and identified during use, due to blood leaking from the tubing onto the tech's gloved hands, and onto the patient. This occurred on 8 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "customer indicates multiple lots/catalog numbers have periodically contained product with severed or punctured tubing. Issue has been identified 10-15 times since march/april 2019, some sets have been identified by the tech before use as having severed tubing so they were discarded. Other sets have had punctures in the tubing that was not visible and was only identified during use as there was blood leakage from the tubing." "Leaking blood on gloved hands of technician, some on patient."